Event description:
It was reported that a revision surgery will be performed to replace the implants.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d6a, d6b, h6 correction: d9, h3, h5 device evaluation: follow-up report submitted to document device evaluation results. The reported event of the loosened screw and the postoperative fracture were confirmed according to the preoperative scans and the visual inspection of the fossa component. The investigation into the left fossa component revealed that only two of three fragments were returned, with sem analysis indicating a low cycle fatigue rupture, signs of forced rupture, and secondary cracking¿likely exacerbated by a loose screw and repeated loading. The fossa component had been re-implanted during a secondary surgery prior to explantation, which likely compromised material stability, and while manufacturing records showed no issues, the failure is attributed to mechanical stress and altered structural integrity from re-adaptation during re-implantation. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.